Event description:
It was reported that device fracture occurred. The stenosed target lesion was identified within a malignant tumor in the liver. A renegade hi-flo kit was selected for use. During the procedure, device was fractured when being withdrawn and was not implanted into the body. The procedure was completed using with another of the same device. The patient was stable post procedure and there were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporters facility name - (B)(6) hospital. Good faith effort attempts were made to retrieve additional details regarding the device status, but further information was unable to be obtained.